Manufacturer narrative:
(B)(4). The DHR for lot # 23859 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Event description:
It was reported, ¿a linx device was implanted on (B)(6) 2019 and patient experienced recurrent hiatal hernia, chest pain, bloating, nausea pre-explant, confirmed by egd with dilation under fluro, CT scan. Patient has hypertension. The linx device was explanted on (B)(6) 2019 and converted to toupet.¿